Manufacturer narrative:
Title: large iatrogenic tracheal injury from attempted endotracheal cuff leak remedy: a case report source cases-anesthesia-analgesia.org, volume 13, 2019 (225-227) article number: 6. Date of publication: 10 april 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed on (B)(6) 2019, the patient was intubated for respiratory distress at another facility and presented with profound hypotension and right-sided hemothorax. When the patient was turned an audible air leak around the ett was found. Attempted inflating the cuff but the leak did not eliminate. Another ett was used and replaced the current.